Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer placed a request for a spare display assembly. A malfunction of the display cannot be ruled out. There was no adverse patient impact reported.

Manufacturer narrative:
Further information was provided that there is no image on the display of the defibrillator; there is only a black screen.